Manufacturer narrative:
MFR received date: 05 sep 2019. The international fse (field service engineer) reported that the problem was that the panel keys were being pressed unintentionally. After testing, the fse identified that the keypad membrane panel was damaged. The customer did not approve the repair quote, so no service was rendered. The ventilator was not repaired. No parts were replaced, so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit won't power on. There was no patient involvement.